Event description:
It was reported that loss of capture, poor sensing and high capture threshold were noticed on an EKG. The lead was capped. No patient complications have been reported as a result of this event.